Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 66 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was known to be supported by inotropes, vasopressors, and a oxygen for respiratory needs. The patient was known to have had a cardiac arrest with CPR prior, but all other underlying medical history was not shared. The cp was supporting when the urine color changed and hematuria was observed and the team troubleshot the harm by repositioning the pump. The hematuria resolved and the pump was no longer in contact with the mitral apparatus. This took place on the day of both implant and explant. The pump explant took place and care was escalated to the impella 5.5 pump. Patient has survived, and was supported by the 5.5 pump til wean and explant.

Manufacturer narrative:
Corrected data: d4 catalog and serial numbers updated/corrected. Investigation summary: pdi (hematuria): the cause of the injury was not determined due to insufficient clinical details.